Event description:
It was reported there was a loss of therapeutic effect in (B)(6) 2012. It was stated patient started having issues with device around this time and was not getting relief she used to. It was stated the patient felt her implant in her stomach was starting to turn and had a hard time recharging. It was noted patient could only charge when lying flat on her back and not moving. It was later reported that the event was just a simple reprogramming. It was noted that the patient had moved from another area and had not been reprogrammed since the original implant. No malfunctions were found and no interventions were taken. The patient was reprogrammed to enhance stimulation in the shoulder and following the reprogramming the patient was doing well and getting satisfactory stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 3487a-33, lot# j0206414v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-33, lot# j0206414v, implanted: (B)(6) 2002, product type: lead. (B)(4).